Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported urgent care visit for the patient's site irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. From the omnipod insulin management system ¿ user guide (14421-aw rev h / 2016): using the pod 5 / page 44 : warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 9 / page 107 : warning: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
Patient reported experiencing painful irritation while wearing the pod. Pod site was described to be bright red, raised, and developing hives. Patient went to urgent care and doctor prescribed an unknown steroid cream as well as taking over the counter 10mg loratadine and 25mg benadryl. Pod worn longer than 48 hours.